Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400 mg/dl); cause was not known. Corrective bolus was delivered. Pump supplies were changed multiple times. Ketones were high and considered as being dangerous by a healthcare provider. Water was consumed to address ketones. Healthcare provider had adjusted the carbohydrate ratio and a temporary basal rate was set to address bg. Customer declined tandem technical support¿s offer to troubleshoot and to follow up to confirm if ketones were currently present and if they were resolved.